Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an abrupt impedance rise from 600 ohms to 1500 ohms, an increase in thresholds, and noise seen on stored egms. The device remains active. No patient complications have been reported as a result of this event.